Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on 05/20/2016 to report that they experienced a severe low on (B)(6) 2016. Patient stated that she was not feeling well and her continuous glucose monitor (cgm) was alerting her to a low. Patient reported that at the time of the event her cgm was reading 50mg/dl. Patient called the emergency medical technicians (emt's). The patient's husband gave her honey and she must have lost consciousness shortly after. After the emt's administered the patient glucagon and her blood glucose (bg) reached a level of 85mg/dl she was taken to the hospital. While there, they ran complete blood count (cbc) and chemical tests. Everything seemed fine. The patient was at the hospital for a few hours and was then released. There was no alleged device malfunction. At the time of contact, the patient was in good condition. No additional event or patient information was provided.